Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced recurrent atrial fibrillation (a fib), ventricular tachycardia, and chest pain. Two days after the ablation procedure the patient presented to the hospital due to chest pain and a rapid heart rate. The patient was admitted to the hospital for three days, during which they were given intravenous cardizem, underwent EKG examinations and had blood work done. The patient then returned to the emergency room the same day they were discharged from the hospital due to recurring heart palpitations and their heart rate was recorded as being in the 150s with atrial fibrillation (a fib). The patient was restarted on sotalol and discharged from the emergency room the same day with instructions to follow up in a week. It is not currently known if the catheter will be returned for analysis. It was reported that the patient had recurring paroxysmal atrial fibrillation post-pulse field ablation with the farawave ablation catheter. On (B)(6) 2025, the patient experienced chest pain and rapid heart rate that brought them to the hospital. The patient was treated with intravenous therapy with diagnostic testings and was released on (B)(6) 2025. However, patient returned to the emergency room on the same day due to recurring palpitations, a heart rate in the 150s, and paroxysmal atrial fibrillation. The patient's medications were changed and advised to a follow-up appointment. The patient was then discharged within the same day. The return of catheter is unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced recurrent atrial fibrillation (a fib) and chest pain. Two days after the ablation procedure the patient presented to the hospital due to chest pain and a rapid heart rate. The patient was admitted to the hospital for three days, during which they were given intravenous cardizem, underwent EKG examinations and had blood work done. The patient then returned to the emergency room the same day they were discharged from the hospital due to recurring heart palpitations and their heart rate was recorded as being in the 150s with atrial fibrillation (a fib). The patient was restarted on sotalol and discharged from the emergency room the same day with instructions to follow up in a week. It is not currently known if the catheter will be returned for analysis.